Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via d10). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover became poorly fitted to the white ring of the subject device by stretching and/or swelling from rubber degradation, causing the suggested event. The event can be detected by following the instructions for use (IFU) sections which state: IFU provides the inspection method of distal cover, instructs to replace the cover when it has abnormality. Operation manual 3.4 attaching accessories to the endoscope, attaching the distal cover 9. Confirm that the bottom end of the distal cover does not spread as shown by the arrows in figure 3.22, and that the white ring of the distal end is not covered by the distal cover as shown in figure 3.22. Stroke the distal cover with your fingers and pay attention that the distal cover is not put over the distal end as shown in figure 3.23. Otherwise, the distal cover may be damaged. When continuing the examination with the condition like mentioning above is confirmed, the distal cover may slip off the distal end during the examination. Replace the distal cover with a new one. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water tightness was lost due to a pinhole on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope apex tip fell off easily and the bending section cover leaked. The issue was found during maintenance. There was no delay noted. The patient was not under anesthesia. There were no reports of patient harm.